Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose of 507 mg/dl and was treated with bolus delivery. Customer's blood glucose lowered to 250 mg/dl and caller inquired if another bolus should be given. Caller was advised that medical advise could not be given. Troubleshooting was declined due to high blood glucose being cause by eating too much cake.